Event description:
It was reported that, the pt fell and sustained a fracture around the prosthesis. The stem and head were removed and the surgeon replaced with a restoration cone body 19mm +10 and 155 14mm stem. He also implanted a 8+ 28mm v40 head. He used plates and cables to secure the fracture.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.